Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that one lens haptic is torn off and missing. The aq cartridge-fp was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the sugeon inserted a aq2010v three piece silicone lesn and the lens haptic tore. The incision was enlarged to removed the lens and another lens was inserted. A suture was required to close the wound.